Manufacturer narrative:
The axium prime coil will not be returned for evaluation as it was discarded by the customer; therefore, no definitive conclusion can be drawn regarding the clinical observation. The axium prime coil instructions for use advises, "if undesirable movement of the axium¿ prime detachable coil can be seen under fl uoroscopy following coil placement and prior to detachment, remove the coil and replace with another more appropriately sized axium¿ prime detachable coil. Movement of the coil may indicate the coil could migrate once it is detached. Angiographic controls should also be performed prior to detachment to ensure that the coil mass is not protruding into the parent vessel."

Event description:
Medtronic received information that during balloon assisted coiling treatment of an unruptured, saccular posterior communicating artery aneurysm, the coil prolapsed and migrated into middle cerebral artery (mca). It was reported that this coil was selected for framing and deployed through the microcatheter without issue within the aneurysm which was noted to be pulsing once the coil was fully deployed. The balloon was deflated to check stability of the coil which resulted in the coil prolapsing and migrating into mca. The coil was removed from the patient before it was detached. Access was regained with microwire and microcatheter and the procedure was completed successfully with other coils (non-medtronic devices). No patient injury was reported.